Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy. The customer stated that while hanging refrigerated antibiotics (primarily zosyn), the pump would alarm upstream occlusion when no occlusion was observed (programmed amount and delivery rate unknown). This problem has been occurring for the past year. It was also reported there was no patient injury.